Manufacturer narrative:
The referenced pump exchanged event was reported under medwatch MFR report #2916596-2017-03029. And the referenced driveline/device infection was reported under medwatch MFR report #2916596-2017-03027. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2017 and bridged with heparin in preparation for a endoscopic retrograde cholangiopancreatography (ercp) procedure scheduled for the following day ((B)(6) 2017). The patient had complaints of left upper quadrant abdominal pain for weeks and related it to the vad pump pocket. The patient denied fever, chills, malaise. At the time of admission, the patient¿s lactate dehydrogenase was 724 u/l, hemoglobin was stable at 9.3 g/dl, white blood cell count was at 9.0 and patient¿s urine was yellow. On (B)(6) 2017, the patient underwent ercp with stent removal. The patient¿s inr was 1.4 and the customer planned to restart heparin infusion 8 hours after procedure per gi recommendation. The customer also planned to resume coumadin. Lvad parameters were reported to be stable at 9600 rpm, but ldh was trending up and reported to be 857 u/l. Blood culture was negative to date. On (B)(6) 2017, the patient had a bloody stool and gi was consulted. The vad clinician met with patient¿s spouse to present options for current driveline/device infection (previously unreported). The patient decided to undergo explanation with reimplantation of lvad. Pump exchange was scheduled for (B)(6) 2017. A colonoscopy performed on (B)(6) 2017 was negative and bleeding thought to be from small bowel. The patient was off diuretics and their creatinine was improving. A tagged red blood cell scan performed on (B)(6) 2017 was negative. Patient remained on dobutamine, octreotide, and levophed. Levophed was being weaned down. It was also reported that the patient remained on intravenous antibiotics and oral cipro would be discontinued. On (B)(6) 2017, patient received 2 units of packed red blood cells, and hemoglobin increased slightly. Patient did have dark stool. Driveline exit site continued to drain tan drainage, moderate amount. On (B)(6) 2017, the patient¿s pump was exchanged to another manufacturer¿s device.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided the patient had no history of gi bleed prior to implant. A colonoscopy was performed, found the source of bleeding and was cauterized. The vad clinician did not know the specific location of the bleed.